Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a healthcare professional (hcp) applied a abbott diabetes care (adc) device sensor and the needle of the applicator of the adc device stuck in the customer's skin. There were no symptoms reported. The sensor was removed by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no damage was observed. Applicator had been fired correctly but the sharp did not retracted which was stuck inside sensor plug assembly. Pried open the applicator to inspect sharp carrier and introducer hub; however, no damage, flash, or excess material were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and minor damage was observed on guide ribs. This minor damaged guide ribs did not impact on the platform functioning. Lid was completely peeled off. Visual inspection was performed on the platform and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no damage was observed. The sharp was stuck inside sensor plug assembly. Therefore, issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a healthcare professional (hcp) applied a abbott diabetes care (adc) device sensor and the needle of the applicator of the adc device stuck in the customer's skin. There were no symptoms reported. The sensor was removed by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a follow up correction report. Section d4 (serial #) was incorrectly documented in the previous report. Based on the additional information, the section d4 (serial #) has been updated to 3mh017fywr8 per additional information received from the customer. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a healthcare professional (hcp) applied a abbott diabetes care (adc) device sensor and the needle of the applicator of the adc device stuck in the customer's skin. There were no symptoms reported. The sensor was removed by a hcp. There was no report of death or permanent impairment associated with this event.